Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported the ins had not been functioning for a long time and has been turned off for a while. The caller was not able to clarify further. The patient had not seen a provider for their ins for a long time. It was reviewed that the patient was likely in over-discharge and could not use their system/external components. No symptoms were reported.